Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 62 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is1 connector pin was not returned. It is reasonable to assume that the lead was cut during the surgery. The analysis demosntrated 51 cm proximal to the lead tip that the wire of the conductor coil leading to the ring electrode was found fractured, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as several cuts into the insulation, most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
High thresholds were reported on this lead. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.